Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was moving to come out of the skin and was painful. There was no skin breakage. It was also reported that the patient had difficulty charging the ipg. It was noted that the patient had a car accident and was sent to the emergency room (ER) wherein a magnetic resonance imaging (MRI) was performed. Database analysis revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.